Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the customer found the tip of the harmonic ace instrument was broken before opening the package. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The customer confirmed that no fragment fell inside of the patient and there was no patient injury. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer report complaint. The broken piece, approximately 0.68" x 0.10" was not returned. Material was missing and not returned by the customer. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other harmonic ace instrument while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The complaint regarding broken harmonic ace insert was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Images associated with this reported event were submitted for review. The broken instrument tip in the photo provided by the customer matches the location of the damage found during failure analysis (fa). This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device (distal end) that could potentially enter the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.